Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.

Event description:
It was reported that since implant a decrease in sensing was observed. Lead was repositioned.